Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. The device was received and evaluated by the manufacturer. Review of the log files showed the drift volume of the flow sensor deviated from the standards. The flow sensor was replaced to address the reported issue.